Event description:
Event became reportable based upon analysis completed 05/20/2008. It was reported that during a percutaneous coronary intervention, a balloon leak occurred. The seriously calcified 80% stenotic lesion was located in the right coronary artery. The lesion was pre-dilated with a 2.5 x 15mm unspecified balloon. After the physician deployed an unspecified stent, the 3.25 x 15mm quantum maverick balloon was used for post-dilation; at 18 atmospheres of pressure the balloon leaked. The procedure was completed with another of the same device. No pt injuries or complications were reported. The patient's condition was reported as "stable".

Manufacturer narrative:
Returned product analysis confirmed the difficulty stated in the complaint. The balloon catheter was returned in a deflated state. Blood was observed in the balloon and inflation lumen. Microscopic inspection found a pinhole located over the proximal markerband. Microscopic examination of the area surrounding the pinhole did not reveal any irregularities in the balloon material which would have contributed to the pinhole. The most probable root cause is determined to be operational context, due to the likelihood of anatomical and or procedural factors encountered during the procedure, which contributed to the reported event. It should be noted that there was no evidence of manufacturing defect or anomaly within the manufacturing records reviewed for the reported batch.